Event description:
On (B)(6) 2011, a vns treating physician reported that the patient's vns implant surgery on (B)(6) 2011 may have caused transiently decreased vagal tone, thereby slowing the patient's gastric emptying since no other cause was found. On (B)(6) 2011, the vns treating physician's nurse had reported that the patient was recently initially implanted on (B)(6) 2011 and the patient's mother requested that the patient be turned on immediately instead of waiting the suggested two weeks. The patient had been vomiting for about a week so he was admitted into the hospital for evaluation. They then taped the magnet over the device until the generator's normal mode was disabled. They left the magnet programmed on to assist in aborting seizures should the patient have any. The manufacturer's consultant reported later on (B)(6) 2011 that the patient was doing okay with the device programmed off until this morning, when the patient experienced the vomiting again and was not allowed to leave the hospital. Even though the device normal mode output was off, the vomiting was still occurring. On (B)(6) 2011, the manufacturer's consultant reported that the patient was still in the hospital for vomiting; however it usually only occurs at night from 9-10 pm now. The patient was also running a low grade temperature. The patient was not to be released from the hospital until the vomiting ceased. The physician stated that the patient has also noted to not have any seizure activity on eeg since this started. The patient's mother reported that the patient was on the ketogenic diet for the last several years and then the mother stopped the diet when the patient went into the hospital. The physician reported that he does not believe the vomiting is connected to the device's stimulation because the vomiting has continued since the patient has been turned off. On (B)(6) 2011, the consultant reported that the patient's family now wants the vns removed. The surgeon reported that he wanted to speak with an experienced treating vns physician because he does not want to put the patient under anesthesia if it is not necessary. An experienced treating vns physician was contacted and he reported that the vomiting is extremely unlikely to be related to a complication of vns therapy and he doubts that it is even directly due to the surgery or dissection of the nerve. The physician reported that he is concerned that the patient suddenly came off of the ketogenic diet. He stated that messing around with the diet often results in a severe metabolic acidosis, the principle symptom of which is vomiting. He reported that the last thing he would recommend is removing the vns. He spoke with the surgeon and the patient's neurologist and reported that clearly the ketogenic diet was probably responsible for his initial vomiting spells as it appears that he became highly ketotic. He stated that this is unlikely what is going on now though. The physicians have not yet checked the blood levels of the two medications he is on, banzel and lamictal, and they can also cause vomiting. On (B)(6) 2011, the patient's physician reported that he turned the device back on and the vomiting stopped. He stated that the vagal stimulation likely improved his gastric emptying times, which is what is seen with electrical stimulation post vagotomy. He then stated that the surgery may have caused transiently decreased vagal tone, which slowed gastric emptying since no other cause was found. The patient is doing great now and his seizures are improved.